Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with slight signs of arcing on 3 of 3 attempts. Additional observations not reported by site include a dislodged bearing. The bearing was found dislodged from its normal position and stuck onto the magnet inside of the housing. There were no signs of potential fragments. The instrument was also found to have a bent grip, causing side to side misalignment of the grips. There was a 0.031¿ offset at the tips.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the customer identified melted plastic at the hinge of the maryland bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.